Event description:
My mother, a dialysis pt, was admitted to the hosp after having been released in 2008 due to a case of sepsis. She had to be readmitted at 1 am 2 days later. She was having abdominal pain. After many tests, it was decided that gallstones were problem. Her gallbladder and appendix were removed late in the day on the same day. Her surgeon saw her on the morning of the next day. He said everything looked good, no swelling. Her nephrologist ordered 1 hr of dialysis to be administered on the previous day. She rec'd it late that night and died suddenly afterwards. I know that she rec'd heparin as part of her dialysis, administered at the hosp during her stay there, and at another hospital, and also rec'd anti-coagulates numerous times in the hosp. The hospital administered the dialysis at the hosp. Her symptoms prior to admission and during her stay were nausea, vomiting, diarrhea, dangerously low blood pressure, arrythmia, etc. Most that matched those I have found listed on the internet in the press releases, etc. Relating to the baxter heparin complications. I am concerned that the heparin could have played a role in her outcome.